Event description:
It was reported that the customer had air bubbles in the reservoir. Customer stated that the bubbles were size of the tip of a pen. Customer has already changed her set, so further troubleshooting was not continued. Insulin was stored at room temperature. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.